Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The alarm was cleared and insulin delivery was resumed. There was no impact to the customer's blood glucose level. As the occlusion alarm had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.